Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947 implantable defib lead 2004 (B)(6); 4193 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced ventricular fibrillation (vf). It was also reported that the vf coincided with atrial capture management (acm) causing a lengthening of the atrioventricular (av) delay. Additionally, high atrial lead thresholds were noted. Acm was programmed off; the device and atrial lead remain in use. No further patient complications have been reported as a result of this event.